Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached properly. No adverse effects were reported.

Manufacturer narrative:
Additional information received and attached by ICU medical on 04-feb-2022: no patient involvement. H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Event history log was reviewed and the error was found multiple times. The customer stated problem was not duplicated. Replaced the dso (downstream occlusion) sensor for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.